Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock and the health care professional (hcp) asked regarding the tachy episode only seen after 47 seconds. Technical services (ts) reviewed the episode and discussed there are no markers before 44 seconds due to limited memory and the detection prior to 47 seconds is covered in the previous episode. In addition, the patient has a wide-complex rhythm and due to the strongly differing morphology, the wide complexes are double detected and a shock is delivered. The s-ICD remains in service. No additional adverse patient effects were reported.